Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to tibial tray and talus showing collapse.

Manufacturer narrative:
The reported event could be confirmed, based on available medical records and assessment of health care professionals. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing hcp opinion and surgeon¿s feedback we can conclude that the tibial component shows clear radiolucence , small cysts and subsidence. Therefore, loosening and migration can be confirmed. Talar components smaller radiolucence around the pegs and little bit of condensed bone at the posterior implant. The overall bone quality is reduced. Loosening can be confirmed, but there is no clear sign of migration. Based on investigation, the root cause was attributed to a patient related issue. The failure is detected by the radiolucence ,cavities around tibial and talar components. As a result, subsidence is observed in tibial part while loosening may occurred in talar component. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to tibial tray and talus showing collapse.